Event description:
New information received indicates that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Post paced t-wave oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. Further actions will be discussed with the physician.